Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown plate/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number were provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following article: liebergall, m., et al (2013) stem cell-based therapy for prevention of delayed fracture union: a randomized and prospective preliminary study. Molecular therapy, volume 21, pages 1631-1638. Israel. This was a prospective, single center randomized and controlled clinical study that evaluated the safety and efficacy of implanting human mesenchymal stem cells (mcss) for repair of distal tibial fractures. The hypothesis was that injection of an msc-based composite would be safe and might provide a biological advantage. A total of 24 patients were enrolled in the study. Twelve patients (median age 38, 11 males, 1 female) were enrolled in the intervention group and 12 (median age 43, 10 males, 2 females) in the control group that received standard treatment. All patients presented with extra-articular distal tibial fractures. The primary surgical procedures consisted of subcutaneous plating or intramedullary nailing of the fracture. All nailing procedures were done using reamed tibial nails (universal tibial nail, synthes, (B)(4)). In 15 cases, where the fracture did not allow for the placement of a least two interlocks, a third-generation nail was used (expert tibial nail, synthes, (B)(4)). Percutaneous, medial, locked precontoured plates (synthes, (B)(4)) were used guided by fluoroscopy. The median time to union was 1.5 months in the mii group and 3 months in the control group. Complications: one patient suffered dehiscence of the proximal end of the surgical wound following fixation of the fracture with an anatomic plate. The patient developed a wound infection and received antibiotic treatment regimen. This report is 4 of 4 for (B)(4). This report is for unknown plate, unknown quantity and lot number.